Manufacturer narrative:
The returned device was evaluated. No product performance issue identified, based on the investigation, the customer complaint could not be duplicated. During evaluation, it was found that the ground screw and washer were loose which could potentially cause a short and lead to the device shutting down.

Event description:
Customer states that this device turns off when its plugged into ac. No patient incident reported, and will engage in monitoring on batteries. There were no consequences or impact to patient.